Manufacturer narrative:
RMA (B)(4) has been issued for the return of this concentrator. The model irc5po2v sn (B)(4) is approximately 10 months old. The user manual for this device is part number 1143482. The dealer alleges that the device was overheating "out of the box". The device alarmed [fail safe]. Invacare has incorporated safety mechanisms to shut the device down if overheating occurs. Page 13 of the user manual lists them. The fail safes are "current overload or line surge shutdown. High temperature compressor shutdown. High pressure alarm w/compressor shutdown. Low pressure alarm w/compressor shutdown. Battery free power loss alarm. Senso2 oxygen system (senso2 model) low flow alarm." The dealer stated the device alarmed as expected. In addition, the dealer stated the device shut down as expected. System failure indicators for initial start-up as shown on pages 21 and 22 of the user's manual were mentioned by the dealer. These indicators would alert the dealer/consumer with overheating on the device. (B)(4) - device evaluation - condition of return: the unit appeared to be in good condition with 13.8 hours showing on the hour meter. Result analysis: visual:the unit appeared like new. Functional: the concentrator was powered on and the flowmeter set a 5lpm. After approximately 1.5 hours of operation, although the o2=95%, the shroud felt warm to the touch and alarmed. The unit was turned off and the shroud removed. It was determined that the fan wire harness from the pcb was making an intermittent connection due to a defect in the female terminal of the connector. The internal connection was fixed and the unit operated for approximately an hour with no alarms and the shroud was not warm. Conclusion: the concentrator malfunctioned due to a defect in the molex connector. A step has been added in the manufacturing process to use a permanent marker on fan when the unit is powered on to test. I.e. If fan works and rotates, the marker will make a white circle that is clearly visible. This change was effective (B)(4) 2011.

Event description:
The dealer was testing this unit before they put it out on a new patient. The dealer alleges this is a new out of box failure. The unit was running during testing and allegedly overheated and alarmed. No injury is alleged.

Manufacturer narrative:
(B)(4) has been issued for the return of this concentrator. The model irc5po2v sn (B)(4) is approximately 10 months old. The user manual for this device is part number 1143482 the dealer alleges that the device was overheating "out of the box." The device alarmed [fail safe]. Invacare has incorporated safety mechanisms to shut the device down if overheating occurs. Page 13 of the user manual lists them. The fail safes are "current overload or line surge shutdown. High temperature compressor shutdown. High pressure alarm w/compressor shutdown. Low pressure alarm w/compressor shutdown. Battery free power loss alarm. Senso2 oxygen system (senso2 model) low flow alarm." The dealer stated the device alarmed as expected. In addition, the dealer stated the device shut down as expected. System failure indicators for initial start-up as shown on pages 21 and 22 of the user's manual were mentioned by the dealer. These indicators would alert the dealer/consumer with overheating on the device.

Event description:
The dealer was testing this unit before they put it out on a new patient. The dealer alleges this is a new out of box failure. The unit was running during testing and allegedly overheated and alarmed. No injury is alleged.